Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a laparoscopic appendectomy, the sleeve surrounded a shaft was not fixed and it's separated. Patient is not injured and stable. No medical intervention required. To correct the condition, the device was replaced with a new one.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. The visual inspection of the device noted the trumpet valves were in the proper positions. Suction and irrigation functions worked properly when the instrument was connected to lab equipment. The instrument passed a leak test with acceptable results. The instrument was submerged in water while connected to a pressurized air hose and no leaks were observed. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.